Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in itabashi-ku, japan. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Potential involved components are the encoder board and the ribbon cable. As per follow up communication with the technician in charge, the encoder board will be replaced once received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that while preparing for the operation, an electrical venous occluder (evo) gave an alarm associated to the clamp encoder. Reportedly, it was resolved by device restart. There was no patient involvement.

Manufacturer narrative:
H.10: the device repair was completed and the encoder board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue was a defective encoder board.

Event description:
See initial report.